Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (1,600 mg/dl), and symptoms of diabetic ketoacidosis. Reportedly, the customer believes the cause for elevated bg levels was due to the pump not delivering insulin as intended. Customer was treated through intravenous insulin while in the emergency room, and was subsequently admitted to the intensive care unit. Customer was treated through intravenous insulin. At the time of the report, the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.